Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate values. No patient impact or consequences were reported.

Event description:
The customer reported inaccurate values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The module was connected to masimo root and o3 sensor. Both channels were able to obtain measurement. Channel 1 (left channel) measurements were consistent with measurements from a known good o3 module. Channel 2 (right channel) measurements were inconsistent with measurements from a known good o3 module. Visual inspection inside the module revealed signs of contamination damages on the cable connector channel 2 causing the inconsistent measurements. Corrected data: d4 model # was updated from 9637 to 24667.

Event description:
The customer reported inaccurate values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: , corrected data: e1. Facility name, was corrected from "masimo europe ltd italy, via (B)(6) 30, milano, milano, 20124, it" to "azienda ospedaliera padova, uoc ingegneria clinica via (B)(6), 1, padova, padova 35128, it" g3. Report source, was corrected from "foreign, company representative" to "foreign, health professional, user facility."